Event description:
The manufacturer received information from a patient that a ventilator inoperative alarm had occurred even after a restarting a bipap a40 device. There was no serious patient harm or injury that occurred or was reported. The bipap a40 was returned to the manufacturer service center for evaluation due to an allegation of ventilator inoperative condition or alarm occurred on the device. During the evaluation it was noted that the manufacturer's service technician alleged that the ventilator inop alarm had occurred on the device based on an error code, unable to write to sd card (e-096), that was found in the device's error log. This error code is a nonreportable error code for this device. The manufacturer's service technician replaced the system main printed circuit assembly board to address the error code found in the device. Additionally, during the service of the device, the blower was replaced for preventative maintenance which was unrelated to the reportable issue. The device passed all final testing.